Manufacturer narrative:
Field service representative found no evidence of any fire/charred component, however, the bd, pipettor (rohs) part for the pressure monitor sensor, on the architect i1000sr was determined the complaint cause for the issue due to the bd, pipettor (rohs) smelling of smoke. The bd, pipettor (rohs) was replaced to resolve the issue. The module function was verified with a control/precision run. The architect operations manual contains adequate information for troubleshooting the observed issue. The architect i1000sr system service and support manual contained adequate information for the troubleshooting, removal, and replacement of the part. A review of the architect i1000sr serial (B)(4) service history, revealed no additional issues of acrid/electrical smell of smoke on the bd, pipettor (rohs) reported on the (B)(4). No nonconformances or potential nonconformances were found for the bd, pipettor (rohs) part. A review of the architect ia product monitoring review found no adverse trend of i1000sr or bd, pipettor (rohs) with regards to the current issue. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The acrid/electrical smelling smoke observed was limited to the bd, pipettor (rohs) part; the acrid/electrical smelling smoke was not spread to other parts of the module. No product deficiency was identified.

Event description:
The field service representative (fsr) observed smoke coming from the connection between the pressure monitor and the pipettor board on the architect i1000sr when performing maintenance on (B)(6) 2021. The fsr was checking wash zone valves using the m&d wz pressure test, and noticed acrid smoke coming from the connection between the pressure monitor and the pipettor board. No visible damage on either was seen. Afterwards, the pressure monitoring failed even with a new pressure monitor. The fsr replaced board and pressure monitor and performed pressure monitor test which then passed. No patient involved. No injury/exposure was reported.